Manufacturer narrative:
Medical intervention required to resolve nodules that developed after bellafill dermal filler injection. Injector, ms. (B)(6), relayed on (B)(6) 2019 that the patient did not resolve after "multiple 5fu injections and she is now going to a plastic surgeon to have the nodules excised." Injector indicated that the bellafill injections occurred at least 8 years ago and the nodules presented around 2015. The injector declined to provide additional requested information, such as injection information and lot numbers, and relayed that there was "no need for further follow up" as she doesn't expect any changes. At this time, it is unknown if medical intervention was required to treat the nodules, if an excision was done, and there is no confirmation that bellafill was used. Filing conservative MDR. The date of the event is unknown. The date of bellafill injection is unknown. The patient's age is unknown. The anatomical injection locations of the bellafill injections are unknown. Bellafill lot numbers have not been provided and, since the date of injection is unknown, suneva is unable to determine potential lots that may have been used in the patient's bellafill procedure via shipping history. Bellafill syringes are single use devices that are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit." Bellafill dermal filler is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. Nodules are anticipated patient events that are documented in the bellafill instructions for use. Clinical studies support that these issues may resolve over time with or without treatment.

Event description:
Medical intervention required to resolve nodules that developed after bellafill dermal filler injection. Injector relayed on (B)(6) 2019 that the patient did not resolve after "multiple 5fu injections and she is now going to a plastic surgeon to have the nodules excised."